Event description:
It was reported that device diagnostics resulted in low impedance (dc dc code - 0). It was reported that device diagnostics have decreased over a period of time. The patient's parents reported an increase in seizures; however, it was reported that this is hard to quantify as the baseline was high to start off with. The parents also mentioned that the patient was "bashed" in the chest 3 weeks prior. The patient was scheduled for surgery and the plan was to replace the generator first to see if the impedance increased and if not a lead replacement would also be performed. The patient underwent generator replacement surgery. Pre-operative diagnostics confirmed low impedance (dc dc code - 0). The generator was replaced and device diagnostics were within normal limits (impedance value - 2,029 ohms). The lead was not replaced.

Event description:
The explanted generator was returned to the manufacturer for analysis. Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.